Event description:
It was reported that the customer had high blood glucose levels of 328 mg/dl. The customer treated with a manual insulin injection. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. Displacement test was not performed due keypad anomaly. The insulin pump had cracked reservoir tube lip, minor scratches on the lcd window, scratched reservoir tube window, and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).